Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. Photograph of the explanted tibial tray shows wear on the device and there was no bone growth seen. Photograph of explanted femoral component shows bone growth on the device. Photograph of the explanted articular surface shows wear on the device. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. X-ray review by mmi states that no definite periprosthetic lucencies were seen to indicate loosening. Interpretation of the images is degraded by poor image quality related to a heavy amount of grade artifact. Bone quality appears normal. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00596401752-femoral component - 61333033, 00597206538 - patella - 61222154, 00591607010 - articular surface - 61014055. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03116.

Event description:
It was reported that the patient underwent a right knee revision approximately 11 years post implantation due to pain and loosening. The surgeon stated that the patient has done well for years, but recently started experiencing pain. It was noted that the x-rays show radiolucency lines around the femoral and tibial components.